Manufacturer narrative:
Event date: (B)(6) 2014. Implanted, give date: (B)(6) 2006. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date- corrected from (B)(6) 2014. (B)(4).

Event description:
It was further reported that on (B)(6) 2014, the patient presented with cardiac recurrent chest discomfort and not for the planned elective treatment of coronary artery disease (cad) in left anterior descending (lad) artery as previously reported. In addition, there was only one target vessel revascularization (tvr) and not three as previously reported, which was performed in proximal lad extending to distal lad.

Event description:
Same case as MDR ID: 2134265-2014-03966 and 2134265-2014-03965. (B)(4). It was reported that restenosis occurred. On (B)(6) 2006, an unspecified taxus stent was implanted. On (B)(6) 2014, the patient was hospitalized for planned elective treatment of coronary artery disease (cad) in lad which was noted last (B)(6) 2014. The 75% in-stent restenosis (isr) of the previously placed study stent in proximal lad was treated with a 3 x 8mm promus premier stent. Following post dilatation, residual stenosis was 10%. Also, the 75% isr of the study stent placed in mid lad was treated with cutting balloon and placement of a 2.5 x 32mm promus premier stent. Following post dilatation, residual stenosis was 10%. The 75% stenosis in distal lad was treated with cutting balloon and placement of a 2.25 x 8mm promus premier stent. Following post dilatation, residual stenosis was 10%. In addition, it was noted that there was an edge stenosis proximal to the previously placed unspecified taxus stent in (B)(6) 2006 in the smaller atrioventricular (av) groove circumflex vessel was also treated with placement of a 2.25mm x 12mm promus premier stent resulting in residual stenosis of 10%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.